Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Md reported in certificate for new pump (712), that pt was hospitalized in (2004) with high blood glucose and diabetic ketoacidosis. Discussed with pt: she assumed a pump failure, also cannula was kinked (quick set 9mm). Hospital noticed customer also has an infection.